Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), alopecia ("hair loss"), migraine ("migraine headache"), dysgeusia ("metallic taste in her mouth") and urticaria ("hives"). On an unknown date, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("cramping"). The patient was treated with ascorbic acid (vitamin c), intrauterine contraceptive device (iud nos) and analgesics. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, migraine, dysgeusia and urticaria had not resolved and the fatigue and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: the coils were in proper position. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - events fatigue and cramping were added. Treatment drug and unstructured relevant tests were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cesarean section. Previously administered products included for an unreported indication: iud in (B)(6) 2017. Concurrent conditions included pain ankle, ear pain, stress incontinence, female and incontinence of urine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), alopecia ("hair loss"), migraine ("migraine headache"), dysgeusia ("metallic taste in her mouth") and urticaria ("hives"). On an unknown date, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with ascorbic acid (vitamin c), intrauterine contraceptive device (iud nos) and antimigraine preparations. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, migraine, dysgeusia and urticaria had not resolved and the fatigue, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: the coils were in proper position. Concerning the injuries reported in this case, the following one/ones were reported via social media headaches, migraines, menorrhagia, hair loss¿ most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, headaches, nickel allergy, and she did not undergo essure confirmation test were added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), alopecia ("hair loss"), migraine ("migraine headache"), dysgeusia ("metallic taste in her mouth") and urticaria ("hives"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, migraine, dysgeusia and urticaria had not resolved. The reporter considered abdominal pain lower, alopecia, dysgeusia, genital haemorrhage, migraine, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: the coils were in proper position. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.